Event description:
It was reported that after a rotator cuff procedure with a healicoil, the patient had an infection, then a follow up was performed in july to remove the anchor. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported 72203380 healicoil sa pk 5.5mm w/3 ub-bl cbbl lt not used in treatment, was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The complaint states: ¿after a rotator cuff procedure with a healicoil, the patient had an infection¿. An exact root cause cannot be determined with confidence. The instruction for use (IFU 10600803) states: physical conditions which would eliminate, or tend to eliminate, adequate anchor support or retard healing, i.e., limitation of blood supply, infection, etc.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Sterility records for the lot number in question was performed which confirmed that the product was sterilized per the standard sterilization process. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.